Event description:
The customer reported that the system had a filament regulator error during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.